Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, the neuron max became kinked due to the patient's anatomy, which then caused the penumbra system ace 64 reperfusion catheter (ace 64) to become stuck. The physician removed the neuron max and ace 64 from the patient and then reinserted both devices back into the patient. The procedure was successfully completed using the same neuron max and ace 64. There was no report of an adverse effect to the patient.